Event description:
It was reported that lead had a defective screw mechanism or defective inner lumen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present in/on the helix mechanism; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present in/on the helix mechanism; full lead analyzed. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report.